Manufacturer narrative:
The reagent lot number was requested but was not provided. The field service engineer (fse) inspected the analyzer and identified a broken tube in the wash unit, which was causing leaks during the cuvette blanking process. After the repair, all quality control (qc) tests passed successfully. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose assay results for two patient samples tested on the cobas 8000 c 702 module. Sample 1: the initial result was 27 mg/dl. The repeat result was 77 mg/dl. Sample 2: the initial result was 35 mg/dl. The repeat result was 71 mg/dl.